Manufacturer narrative:
The pump was returned to mmdg for evaluation. The pump operated within product specifications during the investigation. Mmdg could not replicate or confirm the complaint. Based on this, no MDR was required.

Event description:
The initial reporter stated that the pump did not dispense formula, even though it appeared to be running. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation, and is being subjected to a number of tests. Its internal event log is also being reviewed. Results are pending the completion of the investigation.

Event description:
The initial reporter stated that the pump did not dispense formula, even though it appeared to be running. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).